Manufacturer narrative:
An event regarding malposition involving an unknown trident shell was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: cup malposition in excessive inclination of 66°has contributed to an overload condition in the arthroplasty bearing resulting in a ceramic liner fracture after 13-years requiring revision surgery. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: no product or photographs were provided for evaluation. Cup malposition in excessive inclination of 66° has contributed to an overload condition in the arthroplasty bearing resulting in a ceramic liner fracture after 13- years requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
Pharmacist from the hospital reported the following event : "we received a declaration of material vigilance from the orthopaedic block of our institution, which had to intervene to change a trident ceramic insert in a patient who had been wearing a hip replacement for 13 years. It is an implant of reference (B)(4) and lot number u5570402 or 433475g ceramic insert broken inside the liner of the cotyle. Presence of metallosis". Update: 10 july 2019. As per medical review "cup malposition in excessive inclination of 66° has contributed to an overload condition in the arthroplasty bearing resulting in a ceramic liner fracture after 13 years requiring revision surgery.